Event description:
Medtronic received information that during the implant of this bioprosthetic valve (25mm), there was difficulty implanting the valve due to an iatrogenic lesion. Subsequently, the valve was replaced with a second 25mm valve, however following implant, but prior to completing the surgery, a paravalvular leak was observed. Subsequently, the second valve was explanted and replaced with a smaller valve (23mm) with no adverse patient effects reported.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve (25 mm), one suture tore while suturing the valve into position. To improve surgical view, the cinch implant system was removed and a needle holder was used to place a new suture. After knotting was complete, an iatrogenic lesion on the left coronary cusp was observed. Subsequently, the valve was replaced with a second 25 mm valve, however following implant, but prior to completing the surgery, a paravalvular leak was observed. Subsequently, the second valve was explanted and replaced with a smaller valve (23 mm) with no adverse patient effects reported. It was possible that the paravalvular leak may have been related to a sizing error, but this was not confirmed. It was also reported that the implant issues might have been related to the inability to see through the cinch implant system if the valve was at the annular level.

Manufacturer narrative:
In addition, device model, serial number, mfg date and expiration date have been included in this report. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: the device history record could not be reviewed as the serial number was not obtained. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. However, it was reported that an iatrogenic lesion contributed to the removal of the valve. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).